Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years and two months post deployment of a vena cava filter, during a scheduled retrieval, two of the filter legs were discovered allegedly detached but remained in the svc. The filter was also alleged as tilted (the degree of tilt was unknown) and located between the renal veins. A loop snare device was used to successfully capture and retrieve the filter and both detached legs. There was no reported patient injury. The patient was reported as asymptomatic.

Manufacturer narrative:
The event was reported via medwatch (B)(4). Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the filter was returned. Product packaging and label were not returned. Six legs and two arms were present and intact. Two arms (w/shoulder anchor) were detached from the base of the apex. Two arms (w/shoulder anchor) were detached near the apex. One filter limb was not returned with the filter. One of the returned arms was noted to be bent. An indentation was noted on one of the detached limbs. Dimensional evaluation: heat was applied to the filter and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: medical records were not provided for review. Image review: based on the images provided, identity of the ivc filter cannot be determined due to poor image quality. Based on the images provided, the number of filter arms and legs could not be counted due to poor image quality. Based on the images provided, the filter was located at the level of l1-l2 of the lumbar spine, can be confirmed. Based on the images provided, a contrast injection of the ivc demonstrated the filter was tilted approximately 30 degrees with the filter apex against the medial wall of the ivc, can be confirmed. Based on the images provided, no images were provided to confirm successful filter removal, can be confirmed. Conclusion: the device was returned for evaluation. Images were provided and reviewed. The filter was returned with four arms detached near the base of the apex; therefore, the investigation can be confirmed for detachment of device. Based on the images provided, the investigation can be confirmed for a tilted filter, as the images show the filter at a 30 degree angle within the ivc. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Filter tilt, filter malposition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years and two months post deployment of a vena cava filter, during a scheduled retrieval, two of the filter legs were discovered allegedly detached but remained in the svc. The filter was also alleged as tilted (the degree of tilt was unknown) and located between the renal veins. A loop snare device was used to successfully capture and retrieve the filter and both detached legs. There was no reported patient injury. The patient was reported as asymptomatic.